Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolutfx+ valve; product ID: evfxplus-29; serial: (B)(6); UDI: (B)(4); manufactured date: 2025-11-14; use by date: 2027-11-14; implant date: n/a; FDA site ID: 9617601. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic¿s quality laboratory, with a valve loaded within the capsule, the dcs was received with both the handle and the capsule closed and the nosecone over captured by the capsule. A guidewire was received loaded in the device. Visual analysis showed the capsule appeared bent and delamination was evident along it. Deformation was evident to the distal end of the inner member. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with an infold noted. An in-house valve was successfully loaded onto the dcs. After the successful loading of the valve onto the dcs there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. Initially the returned guidewire could not be retracted past the capsule, however after deployment of the valve the guidewire could be removed with no resistance noted. An in-house guidewire was backloaded through the device tip and exited through the guidewire lumen flush port with no resistance noted. No other deformation was evident to the remainder of the device. The reported interaction issues with a guidewire could be confirmed through analysis. The reported dislodgement, difficulty to load, close and recapture could not be confirmed through analysis. Updated: d9, h3, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0013164041); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve, loading the valve was difficult. It was noted that there was a lot of tension on the delivery catheter system (dcs), and the capsule was difficult to close. A fluoroscopic inspection of the valve load was performed and confirmed a good load. The guidewire lumen was difficult to pass through. During the first deployment attempt, the valve dislodged. Recapture was required, which was noted to be difficult. The capsule eventually closed, but it was decided to use a new dcs and valve. The guidewire was stuck in the dcs. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated product analysis: the in-house valve was partially deployed and recaptured with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file of the fluoroscopic valve load inspection was provided for review. The valve load inspection revealed a misload identified by crown overlap reaching node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that significant tension was encountered during valve loading. Despite this, no misload was documented, and the valve implantation was attempted. During deployment, the valve reportedly became dislodged, necessitating a recapture, which was described as challenging. Ultimately, a new system was utilized to complete the procedure. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 - annex b and annex d codes are associated with the system reported device (product ID evfxplus-29; serial: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.